Event description:
The ge oec 9800 fluoroscopy sys reportedly displayed an error code and was rebooted, restoring sys function.

Manufacturer narrative:
A ge oec svc rep investigated the issue and it appears as if this call was cancelled prior to svc response. Sys was functional after a noted re-boot. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.